Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was going to have a revision surgery due to the implantable neurostimulator (ins) being flipped, free floating and poking out, which was causing her to have back pain. No firm date for the surgery had been scheduled. The patient first reported this issue in (B)(6) 2014, but it was determined that the patient had not reported this issue to any manufacturing representatives (rep) at that time. It was later reported that the doctor revised the pocket on (B)(6) 2015. Apparently, it was not adequately anchored and now it was. The reps had not yet had the opportunity to follow up with the patient; however the issue was expected to be resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.